Event description:
The hcp reported, the pt has been experiencing delusions for the past month; stating that although the pt has received medication for the delusions, they seem to be increasing and requested the dbs sys settings be checked. The rep re-directed the hcp to report symptoms to the physician. Add'l info has been requested from the physician.

Manufacturer narrative:
.